Event description:
It was reported that the patient underwent the unrelated surgery. During the surgery, it was noted that the integrity of the ring on the left ventricular lead was compromised, and the lead exhibited no capture and high impedance. The physician decided to reprogram the lead and the issue was resolved. The patient was stable throughout the whole procedure.